Manufacturer narrative:
The review of the DHR was unable to be performed as the lot number is not known. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not noted to be taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock, and the black sleeve was retracted, exposing the collagen. The collagen was stripped off the wire and deployed. The device was removed and pressure was held for 5 minutes to achieve final hemostasis a week later the patient returned to the doctor's office complaining of groin and thigh pain. The doctor did an ultrasound and saw a thrombus in the groin. Patent was sent to a different hospital for a peripheral angio. The hospital determined that the superficial femoral artery was occluded. The patient then had bypass surgery which was successful